Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The shock occurred approximately one week post pulse generator replacement. The device sensing vector was set to the secondary vector. A review of the electrograms for the shock episode found significant rail-to-rail noise. There was an untreated episode stored due to the same type of noise. The local representative checked the system and was able to duplicate the noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.